Manufacturer narrative:
The customer replaced the front bezel to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the fan cannot be turned off. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.